Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant, the right ventricular (rv) lead exhibited high thresholds and decreased sensing. A lead dislodgement was suspected. The lead was repositioned in a more apical location and remains in use. No patient complications have been reported as a result of this event.